Event description:
It was reported that the customer went to the emergency room on 1/22/2026. Cause was unknown. Customer declined further troubleshooting; therefore, no additional information could be obtained.